Manufacturer narrative:
Qc prior to the event was within laboratory established ranges; however it was at the lower end of the range. A bci field service engineer (fse) replaced both na electrodes and modular chemistry syringe and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low na results for 42 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The samples were repeated and higher na results were obtained. Amended reports were initiated. Treatment was not initiated or withheld based upon the false results reported.